Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the reported unintentional coverage of the left renal artery by the stent graft leading to patient left flank pain and permanently lost perfusion to the kidney cannot be conclusively determined from the pre-implant 3d recon report provided. The films at implant and films at 3 day post-implant that showed the event were not provided. Analysis of the pre-implant 3d recon report did not reveal any obvious anatomy characteristics that could explain the cause of the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic ulcer. It was reported that during the initial procedure the renal artery was successfully marked out, and the graft was deployed with no parallax at left renal. On the final angiogram the left renal appeared open with no endoleak. Three days later the patient was complaining of left flank pain and was taken back for another angiogram. It was then discovered the graft was covering the left renal. The physician tried to cannulate the renal artery to place a stent but was unsuccessful and the patient permanently lost perfusion to the kidney. The physician sated that the cause of the event could not be determined. Currently, the patient is stable, pain has resolved and the patient will recover fully per the physician's statement. The patient's cr never rose above 1.3 and was on 0.8 on discharge. No additional clinical sequelae were reported and the patient is doing fine.